Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported "mammary shape appearance changed, a feeling of a deformation happened, tingling and burning. During a breast feeding realized, that the left mammary deformed more during a lactation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3.